Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. Needle through catheter. From returned sample #1, the ¿v-cut¿ on the catheter that matches the shape of the bevel, which could be caused by needle pierced through catheter. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the 100% inline tip spear vision inspection system. Needle pierced through catheter could happen during product application when the product was manipulated, or during needle cover removal. Tip spear. From the returned sample #2, tip spear was observed on the catheter tip. The assembly process was reviewed. If the catheter tip was torn during the manufacturing process, the defect would be detected and auto rejected by the inline tip spear 100% vision inspection system due to not meeting the tip quality requirement. While challenged with the complaint sample, the vision system was able to reject the sample. Needle pierced through catheter could happen during needle cover removal, if not done carefully. As current controls, there are daily outgoing inspection and hourly in-process inspection in place to check for catheter tip damage and needle pierced through catheter. Unable to establish the actual root cause as the samples were returned with open packaging.

Event description:
Needle through in catheter - based on the picture available in the attachments.

Event description:
It was reported that bd insyte-n winged yel 24ga x 0.56in needle through catheter. Needle through in cathether.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.